Event description:
It was reported, the patient thought the lead in the neck had moved. It was a cervical implant. The patient could usually feel the lead and it was not there anymore. The patient developed symptoms of dizziness and was having a lot of pain in their left shoulder and neck.

Manufacturer narrative:
This report is being filed under exemption which covers a 3-year retrospective review of previous calls that were not forwarded to complaint handling from patient/technical services for MDR review during the time period of 2004 to 2007 (inclusive). This exemption was granted to satisfy medtronic's MDR obligations for any previously unreported serious injury and malfunction events found during the review. This medwatch report represents 2 unreported malfunction events for model 7427v, 1 malfunction event for model 3987, 11 malfunction events for model 37711, 2 malfunction events for model 3487a, 2 malfunction events for model 7427, 4 malfunction events for model scs ipg, 2 malfunction events for model 3986, 2 malfunction events for model 389133, 2 malfunction events for model 7425, and 2 malfunction events for model scs lead for the above time period (all product). This total includes the event described in this report.